Manufacturer narrative:
Device not returned for evaluation

Event description:
It was reported that due to an unspecified reason the patient had his artificial urinary sphincter (aus) removed and replaced. The aus was explanted and a new device consisting of a 4.0 cm cuff, pump and balloon were implanted. It was further reported that the patient's urethra had atrophied and incontinence was being to be a problem and he wanted it replaced. The patient's status is good following this surgery.